Manufacturer narrative:
The customer¿s report that the needle-free valve cracks and leaks was confirmed. Visual inspection showed a crack running along the top of the valve¿s top component and continuing along the threads of the valve. Functional testing confirmed fluid leaking from the engagement between the mating syringe and the valve. The root cause of the leak was a crack on the maxzero valve component. The cause of the crack was not identified.

Manufacturer narrative:
Concomitant medical products: syringe, therapy date: (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the needle-free valve cracks and leaks during patient use. There is no report of patient harm.

Event description:
The customer reported that the maxzero valve cracked and leaked at the connection to the trifuse during patient use. The customer later noted that the maxzero crack/leaked only when connected to the trifuse tubing, and that curos jet caps were also used on the valves at the time of the leaks.

Event description:
The customer reported that the maxzero cracked and leaked at the connection to the trifuse during patient use. The customer later stated that they have noticed that the maxzeros only crack and leak when connected to the trifuse tubing.